Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim verify screen with reddish contrast. The auditory and vibratory features were operational. The keypad cover was intact and no tactile issues were found with the buttons. Removal of the keypad cover did not find any contamination under the button contacts. The bolus button cover was torn while the button responded properly. A battery compartment crack was found along the side starting from the case seal upward. (B)(6).